Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the returned device exhibited distal end plastic cover had deep dents during evaluation; however, this was incorrectly reported as there was no issue with the distal end plastic cover. Per the legal manufacturer, there is no likelihood for this to cause or contribute to death or serious injury.

Event description:
It was observed that during the device evaluation, the videoscope exhibited distal end plastic cover had deep dents. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.